Manufacturer narrative:
Examination of the returned device confirms the reported event of thread damage. A complaint database search on the provided product code did not identify a trend of the reported event. With the provided information a definitive root cause is unknown. Based on the inability to determine a specific root cause, a need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
After a case, the rep noticed that the threads at the inserter handle had become damaged.